Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leakage occurred from the connector while filling the chemical solution. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
One device was received for evaluation for the complaint that liquid leakage occurred from the connector while filling the chemical solution. As received no damage or anomalies were observed. The tube luer bond junction of the returned cassette was leak tested. A leak was observed at the tube luer junction of the cassette. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.